Event description:
It was reported that the customer was hospitalized for high blood glucose. No blood glucose level was provided at the time of the call. Customer's friend stated that the customer passed out at least two times because her blood glucose was low. Customer's friend stated that he started having her to drink a lot of cider, and he called the paramedics. Customer's friend stated that the customer was not responding and spacing out. The paramedic checked the customer's blood glucose and the blood glucose was high at the time they took her to hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.